Manufacturer narrative:
Correction: h6 (device, result, and conclusion) code. The reported event could be confirmed since the CT scan review states that the reported issues can be confirmed here with loosening of the tibial and the talar component. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that- the reported issues can be confirmed here with loosening of the tibial and the talar component. The first is that it appears that this was put slight varus relative to the weight-bearing axis with a pre-existing incongruent varus ankle. Although documented that there was good stability and operatively, based on pre-postoperative imaging, the ankle almost certainly needed a lateral ligament reconstruction which was not done. There is residual cavus deformity that was not addressed. The index ankle replacement should have been stemmed in my opinion. Accordingly patient is having lucency, subsidence, pain, and persistent instability. All of these points listed are patient or treatment related and explain the cause of the failure. Based on investigation, the issue occurred most probably due to patient related factors i.e. Poor bone substances or treatment related. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery of the talar and tibial components due to pain, subsidence, instability, and deformity. Loosening and subtle anterior early dorsiflexion of the implant also observed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery of the talar and tibial components due to pain, subsidence, instability, and deformity. Loosening and subtle anterior early dorsiflexion of the implant also observed.